Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald initialization (powering up) issue was due to a problem with how the flash memory is initialized on the cell-dyn emerald cpu board. Abbott issued a product correction letter to all cell-dyn emerald customers who received the affected analyzers, instructing customers to install a printer driver which will eliminate the possibility for the error to occur.

Event description:
The customer stated the cell-dyn emerald analyzer displayed an "internal memory not available" error message upon start up of the analyzer. The customer performed troubleshooting procedures by unplugging the analyzer to cycle the power multiple times without resolution, therefore, a service call was initiated. There was no impact to patient management.